Event description:
It was reported that, this pacemaker was explanted and replaced due to safety mode. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could be interrogated and was confirmed to be operating in safety mode. Memory dump review was not able to be performed. This could be due to a bad battery or some other hardware fault. The memory is corrupted or missing, which will prevent the usual memory dump tools from operating. The device case was removed to facilitate inspection and testing of the internal components. The battery was disconnected from the hybrid assembly and detailed testing determined that this device had non-depleted functional cell with no battery-related failure determined.

Event description:
It was reported that, this pacemaker was explanted and replaced due to safety mode. No additional adverse patient effects were reported.